Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection in the ¿nasolabial area¿ and lips with one syringe of juvéderm® ultra plus, the patient was fine when they left the reporting office. Within 48 hours, the patient experienced pustules and pain at the left nasolabial fold towards the nose. Healthcare professional determined that the patient had a vascular occlusion. Symptoms have not resolved. Healthcare professional provided clarification of the event, reporting that after injection with juvéderm® ultra xc, the patient experienced a marginal mandibular nerve injury. Kybella® was concomitantly injected. Healthcare professional reported that the patient had lab work done for a different issue and it was found that the patient¿s white blood cell count was elevated. Healthcare professional used botox® to help with the injury, but was unsuccessful.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pustules, pain, vascular occlusion, and "marginal mandibular nerve injury" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ juvéderm® ultra plus injectable gel must not be injected into blood vessels. Introduction of juvéderm® ultra plus injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #10). Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported that after injection in the ¿nasolabial area¿ and lips with one syringe of juvéderm® ultra plus, the patient was fine when they left the reporting office. Within 48 hours, the patient experienced pustules and pain at the left nasolabial fold towards the nose. Healthcare professional determined that the patient had a vascular occlusion. Symptoms have not resolved. Healthcare professional provided clarification of the event, reporting that after injection with juvéderm® ultra xc, the patient experienced a marginal mandibular nerve injury. Kybella® was concomitantly injected. Healthcare professional reported that the patient had lab work done for a different issue and it was found that the patient¿s white blood cell count was elevated. Healthcare professional used botox® to help with the injury, but was unsuccessful.

Event description:
Healthcare professional reported that after injection in the ¿nasolabial area¿ and lips with one syringe of juvéderm® ultra plus, the patient was fine when they left the reporting office. Within 48 hours, the patient experienced pustules and pain at the left nasolabial fold towards the nose. Healthcare professional determined that the patient had a vascular occlusion. Symptoms have not resolved.

Manufacturer narrative:
Medwatch sent to FDA on 10/3/2016. Corrected data: describe event or problem.

Event description:
Correction: patient was injected with 1 syringe of juvederm ultra xc, not juvederm ultra plus.